Event description:
It was reported that the customer's insulin pump was over delivering insulin and the customer experienced low blood glucose. It was stated that the customer changes the infusion set every third day, and the reservoir is changed generally every two weeks. The prime technique and bolus history were correct as well the date, time, and basal rates. It was stated that the device was not exposed to a high magnetic field. The displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.